Event description:
It was reported that the 2800 system locked up with a communication error message. Also the leg extension would not latch correctly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The leg extenders were repaired during the service call. The system was tested and found to be working as intended and put back into service.